Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2014, the surgery for asd was performed by using the expedium system. The fixed area was t9 ¿ sai. Since it was found that the two rods (at left l4/5 and at right l5/s) had been broken, the reoperation for rod reinforcement was performed on (B)(6) 2017. Four universal connectors were used at one level above and below the broken site of the rods. ((B)(4) is related to (B)(4)).

Manufacturer narrative:
(B)(4). One (1) unknown section of the rod (prod code: unknown, lot # unknown) was returned to the complaints handling unit (chu) for evaluation. Only 6 cm of the rod returned. Visual examination of the section of rod returned does not appear to have broken on either side. A review of the device history record was could not be performed as the portion of rod returned did not display the lot number. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Visual examination of the section of rod returned does not appear to have broken on either side. The investigation could not verify or identify any evidence of product contribution to the reported problem. It is not suspected that the product failed to meet specifications. Therefore, no further investigation is required at this time. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.